Event description:
The tip of the sylvia ejector seperated from the rest of the unit as it was being removed from the patient's mouth. It was removed from the patient's throat with no complications. However the patient is only seven years old, and the situtation did frighten him. Two other patients also had tips come loose with no further complications. The hygenists in the office did check the rest of the same batch and found more loose tips. Veeratex is picking them up and will have them available for further evaluationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failed during assembly, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.